Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0j0wa, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. They could not get it to work and the patient had been to see their health care provider (hcp) 30 times since implant and it still was not working. About 3 to 4 weeks ago, the patient¿s pelvic bone started to hurt. The patient drove a school bus and the constant bouncing had made it worse. The patient¿s leg started hurting and the patient had to use a cane and they went to see their primary care physician (pcp) and got pain pills on (B)(6) 2014 or (B)(6) 2014. The patient went to see their urologist and they shut the implantable neurostimulator (ins) off for 2 weeks and catheterized the patient and the hcp would be back on (B)(6) 2015. Six days ago, the patient went to bed and something happened with the catheter and the patient couldn¿t pass urine. The next day, the patient went to the ER and was there for 4 hours and was told there was nothing they could do. The patient went to another hospital by 8:30 am that their urologist was a part of and was told that they didn¿t get in until 9 am. The patient waited and was told they couldn¿t do anything and the patient noted that their hcp¿s nurse was there. The urologist was called and was told the take the catheter out and it had been out since 9 or 10 am. The nurses just moved ¿the pain thing around¿ and the patient was on program 4. It would work for 2 to 3 days and the patient was back into it again. The patient used 28 diapers a week because they couldn¿t control it. The patient wanted another hcp to program their ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.